Manufacturer narrative:
Manufacturer evaluation of the instrument logs showed that bottle 7 (ethanol) was not in contact with the corresponding sensor for approximately four (4) seconds at 12:56pm on (B)(6) 2018, which is not sufficient time to replace the reagent; and the station properties were reset at 12:56pm on (B)(6) 2018. This action set the ethanol concentration of the reagent in bottle 7 to the default concentration of 100% configured in the reagent types definition. However, the actual ethanol concentration of the reagent in bottle 7 was 49.1%, because the bottle had not been removed from the instrument for sufficient time to replace the reagent. As the instrument software uses reagent concentration to select reagent stations when a protocol is scheduled. The reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. As the reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type, the reagent in bottle 7 (ethanol) was used for the final dehydration step of the "factory 4hr xylene standard" protocol started in retort a at 20:51pm on (B)(6) 2018, from which sub-optimal tissue processing was reported. Investigation of this complaint found that the instrument operated within specification during execution of the "factory 4hr xylene standard" protocol started in retort a at 20:51pm on (B)(6) 2018, from which sub-optimal tissue processing was reported. The root cause of the sub-optimal tissue processing reported was a use error, which occurred at 12:56pm on (B)(6) 2018. The facts indicate that manual replacement of the reagent in bottle 7 (ethanol) was not completed in accordance with the manufacturer instructions detailed in the leica peloris/peloris ll user manual. The leica peloris/peloris ll user manual contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss."

Event description:
On 09 april 2018, leica biosystems received a complaint that tissue samples were poorly processed. The complainant described the affected tissue samples as "mushy". On 09 april 2018, the leica senior applications specialist - core histology (fss) visited the customer site in order to investigate the circumstances involved in this complaint and to provide applications support. The fss measured the ethanol concentration in bottles 3-10 inclusive using a hydrometer. The variance between the measured ethanol concentration and that calculated by the instrument software was acceptable, with the exception of bottle 7. The measured ethanol concentration in bottle 7 was 30% and the calculated concentration was 100%. The fss noted that an incorrect bottle reset for bottle 7 had occurred prior to the processing run from which sub-optimal tissue processing was reported; and multiple insufficient reagent level warnings for formalin and wax stations were recorded in the instrument logs. The fss also noted that the reagent in bottle 7 (ethanol) had been replaced with 70% ethanol; the reagent in bottles 11 (xylene); 12 (xylene) and 14 (xylene) and the wax in the four (4) wax baths had been replaced with fresh reagent; and the laboratory was scheduled to perform a validation run prior to processing further clinical samples. On 10 april 2018, leica biosystems melbourne received information that all tissue samples exhibiting sub-optimal processing were diagnosable.